Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was alleged that the audio bolus button was over and under responsive. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the audio bolus button responded appropriately to user input. The original complaint of an over and under responsive audio bolus button was unable to be duplicated. The audio bolus button was torn in the center.